Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the cracked battery compartment found on (B)(6) 2021. Insulin pump passed the displacement test. Insulin pump had cracked keypad overlay, scratched case, missing display window cover, cracked battery tube threads, cracked retainer, label damage. The insulin pump p-cap test reservoir locks in place properly and no anomaly noted. Cosmetic damage was confirmed at cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring is intact and there was no damage aside from a small scratch at the back of it. No harm requiring medical intervention was reported. The customer will discontinue the use of device.